Manufacturer narrative:
The device was discarded by the site. There is no allegation of a malfunction of the glidelight device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove a redundant and a non-functional implantable cardioverter defibrillator (ICD) lead. A spectranetics glidelight laser sheath 500-302 was utilized during the procedure. The glidelight was pulled out of the vessel after attempting to remove the right ventricular (rv) ICD lead. The patient's hemodynamics decompensated after the catheter was removed. An superior vena cava (svc) tear had occurred with the extraction. Rescue efforts were implemented and the patient survived the procedure. The patient was in stable condition the next day.